Manufacturer narrative:
(B)(4). G2: foreign: australia d10: cat# 30104006 lot# 67075699 40mm i.d. Size f neutral liner cat# 00-8775-040-04 lot# 3144809 biolox delta head 12/14 40x+7. Cat# 574202070 lot# 3163934 femoral stem cementless collared high offset 12/14 taper size 7. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision approximately 6 weeks later due to periprosthetic fracture. X-ray and report identified cup loosening. Attempts have been made and no further information has been provided.